Manufacturer narrative:
Concomitant medical devices: 5076-52 lead, implanted (B)(6) 2009.

Event description:
It was reported that a remote transmission showed right atrial (ra) and right ventricular (rv) lead noise during non-sustained high rate (hrns) episodes. A lead integrity alert had also triggered for the rv lead noise and short v-v intervals. Further in-office testing was suggested and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.